Event description:
A pt reported experiencing inaccurate low results with an ot basic meter. The pt's blood glucose was 9 and 180 mg/dl within 10 minutes, with the difference of 152 mg/dl. Pt did not experience any adverse events. No further info has been reported.